Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for low flow alarms and syncope. A computerized tomography (CT) scan demonstrated fluid collection and mass compressing the right ventricle. Fluid was tamponading the right side of heart. It was noted that the nature of the fluid was unknown but there was 2500 cubic centimeters of purulent drainage. Preliminary cultures were drawn and were positive for candida parapsilosis. Intravenous fluids (ivfs) were administered and mean arterial pressures was kept within normal limits. It was noted that the patient would undergo exploration of the mediastinum. Log files were submitted for review and captured 119 pulsatility index (pi) events. It was noted that these types of pi events are more likely to be triggered in cases of low pulsatility. The patient was stable post operation.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of pericardial fluid collection, infection, and syncope could not be conclusively established through this evaluation. Additionally review of the submitted log files could not confirm the reported event of low flow alarms. According to the account, the reported alarms were caused by fluid collection/mass compressing the right ventricle. The system controller event log files contained events from 15oct2023 through 16oct2023, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists pericardial fluid collection, infection, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", provides instructions related to caring for and controlling infection. This section also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness.. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the handbook provides instructions on how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.